Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product me release criteria. The product investigation could not identify a root cause. There were not other complaints reported in the lot. Additional information has been requested by phone, fax and mail on 01/04/2013 and 01/15/2013. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with an unexpected postoperative outcome following intraocular lens (iol) implant surgery. In the surgeon's opinion, the iol did not cause the event. The pt has a history of refractive surgery. Additional information was received from a nurse, who indicated the pt had blurred vision and the iol was exchanged with an unknown model and power. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.